Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that patient underwent an initial right hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to alleged pain and catching of the hip. The head and taper were revised and a ceramic head with a taper and a liner were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.